Event description:
--------

Manufacturer narrative:
The lead was subsequently replaced six months later, as the out of range impedance measurements were still being observed. At the changeout procedure, impedance measurements less than 100 ohms were observed. The lead was explanted and a competitive lead was implanted without further incident. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure testing were performed to assess the lead's electrical continuity and insulation integrity. Electrically, the lead was found to be within normal limits. However, an abrasion of the inner insulation was noted between 242 to 243 from the terminal pin. An inner insulation abrasion exposing the inner and outer coils to each other could result in low impedance and noise. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The lead remains activley impalnted and the physician will continue to monitor it's performance. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that upon interrogation of this pacing system, it was noted that the lead safety switch (lss) had been triggered due to out of range atrial impedance measurements. Bipolar impedance measurements were 1200 ohms and unipolar impedance measurements were 900 ohms. Additionally, some noise was noted. Threshold measurements were excellent.